Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "gamma 3 implanted 16 months ago and 100 days later the implant broke. Screws at the bottom broke and nail also broke by the point where the lag screw is implanted. Entire construct was revised and patient experienced a similar event 100 days later."

Event description:
As reported: "gamma 3 implanted 16 months ago and 100 days later the implant broke. Screws at the bottom broke and nail also broke by the point where the lag screw is implanted. Entire construct was revised and patient experienced a similar event 100 days later."

Manufacturer narrative:
The reported event could be confirmed based on details available, only. X-ray images provided revealed the most proximal locking screw positioned at distal end of nail to be failed. Since no item was returned a physical inspection was not possible and a further technical statement could not be given. In the case presented a 61-year-old male patient, at time of reported event, noticed as following ¿100 days after the first revision the patient experience another implant breakage. After primary treatment with a long nail kit r1.5, ti, left gamma3 013x380mm x 125 degree installed during initial surgery on (B)(6) 2022 (explanted on (B)(6) 2023) it was revised on (B)(6) 2023 by a long nail kit r1.5, ti, left gamma3 015x400mm x 125 during a 1st revision. The affected parts [locking screw, nail] are designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The labelling points out that for successful results a timely bone healing is required; this state must be achieved within a medically recognized period in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. Furthermore, delayed union or non-union of the fracture site are clearly pointed out as adverse effects and may be rather clinical than device related. However, the provided details and x-ray images available for the current case were forwarded to a medical expert for review and statement ¿ his comments (excerpts): ¿this is a difficult case: the fracture is a very unstable sub trochanteric fracture, with a fractured trochanter minor as well. The most unstable type which has a tendency of healing problems, related either to stability or biology or both. The fracture often leads to delayed and or non-union. Our devices have a lifetime and are not able to replicate real/ normal bone. The bone needs to heal else over time the device will break. We have several warnings and cautions in our labeling regarding these topics. In other words, the longer it takes for the fracture to heal, the higher the likely hood the implant may fail. This clearly also depends on both stability of the construction, biological healing factors of the patient and the instructions to and behavior of the patient after the surgery. If there is a lack of stability and/ or a lack of biology helping to heal the fracture, the implant may keep moving due to the loose fracture fragments. This can cause fatigue breakage of the implant if the moving lasts for a long time (longer than the normal expected healing time). It is even a bit more complicated, if the implant moves too much it may even disturb the normal healing process, which means the likelihood of a non-union becomes even higher. The initial surgery was done on (B)(6) 2023, on (B)(6) we see the fracture has not yet healed (radiographically). I am not sure whether clinically there were signs of full consolidation? On (B)(6) 2024 we still see that the fracture did not heal, 11 months after the initial surgery this is non-union. Most probably both the screw and the nail broke because of fatigue due to continuous movement in the implants in both places.¿ based on above and since as per reported event details ¿revision surgery is pending for broken nail¿ it can be considered as insufficient healing [supported by hcp statement] and thus, rather related to patient conditions. Adverse effects are clearly listed in the IFU and as pointed out ¿revision and additional surgery may be a consequence of these complications". With information available, no deficiency of the item in question could be verified. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.